Event description:
It is reported that the product was attempted to be implanted. The product appeared to be defective and could not be used. An additional product was opened and implanted without any issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.